Event description:
Reporter indicated that the patient was to go into surgery to try to conclude the cause for the device registering high impedance. It was later found that the patient's device had registered high impedance in the original implantation, but the surgery was concluded anyway, and the device would be closely monitored to see if the issue resolved. The secondary surgery was planned when the issue did not resolve. While in the second surgery the surgeon found that the lead connector pin was not fully inserted into the generator header; once the connector pin was reseated, the high impedance resolved.